Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The quality documents accompanying the manufacturing process for this device were reinvestigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that lead fracture was suspected due to impedance out of range and increased short interval counts. The ICD was reprogrammed by deactivating tachy therapy. This lead remains implanted but inactive. Should additional information be received, this file will be updated.